Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During routine servicing, biomed received high output while testing the generator. There was no patient involvement, therefore patient demographic information is not applicable.